Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. An email was sent to the author requesting additional information, with no reply as of yet. Referenced article: lumenless pacing leads: performance and extraction in pediatrics and congenital heart disease. Pace pacing and clinical electrophysiology. 2015;38(1):42-47. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this lead model. Multiple patients and multiple failure modes along complications were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes and complications: pneumothorax requiring evacuation, poor capture, lead dislodgement, diaphragm pacing and pocket infection. Seven leads required explant and two required repositioning. No further patient complications have been reported as a result of this event.